Event description:
For new information.

Manufacturer narrative:
No revision procedure is planned at this time as patient is reported asymptomatic.

Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. Radiographs images provided confirmed the alleged event. It is unknown if patient followed post-operative activity restrictions. Labeling review: potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings: "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." No product return.

Event description:
On (B)(6) 2018, patient underwent a procedure with reline screws. On (B)(6) 2019, it was identified that the set screw separated from the tulip. No patient injury reported.